Event description:
The patient's family member contacted lifescan alleging that the patient's one touch ultra meter was prompting the apply sample icon. The medical affairs specialist (mas) spoke with a person at the patient's home who said the patient was hospitalized. They provided the hospital phone number. There was no answer at the patient's phone in the hospital. A letter was sent to the patient. The family member stated that the issue occurred with th reported meter 5 months ago. The patient has been using the family members meter. The patient became dizzy and was "using the bathroom a lot". The patient did not obtain a result on the reported meter. They tested with their family members meter; the result obtained was not provided. There is insufficient information to indicate that the patient experienced injury or medical intervention due to the product. The meter and test strips were replaced.